Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("having so much pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and adverse reaction ("she has a lot of complications"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain and adverse reaction outcome was unknown. The reporter provided no causality assessment for adverse reaction and pelvic pain with essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.